Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that the system was never explanted.

Manufacturer narrative:
B5: additional information was obtained that the system was never explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was suspected at the ipg site. Patient was prescribed oral antibiotics. As a result, surgical intervention was undertaken where in the scs system was explanted as a precaution addressing the issue.